Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine and serum samples as well as hcg serum at 2 miu/ml and hcg urine samples at 4miu/ml. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2016, an employee questioned test results and tested her urine on the fisher-sure-vue hcg stat srm/urine test and received a faint positive line. Confirmatory testing was not performed. The employee repeated the test on an alternate lot and produced a negative result. No further information was provided.